Event description:
The user facility reported fill time problems on 2 of their system 1e processors. As a result procedures were rescheduled; 1 procedure was cancelled without rescheduling. There have been no reports of injury associated with the rescheduled or cancelled procedures.

Manufacturer narrative:
Steris service inspected the units' subject of this reported event and identified no issues with the processors. While onsite, the service technician also performed scheduled routine preventive maintenance and inspected the units. The service technician ran successful diagnostic cycles on both units, he then initiated sterile cycles and both units faulted for fill problems. The service technician replaced the maxpure filters, ran successful sterile cycles and returned the units to service. No additional issues have been reported. The service technician reported that the user facility had replaced the maxpure filters, but could not confirm the frequency at which they were replaced, nor that they were replaced in accordance with the instructions outlined in the system 1e operator manual. The system 1e maxpure filters must be changed every 90 days by the user facility; it is also important to not completely remove the maxpure filter from the plastic bag while inserting the filter into the housing.